Event description:
Starclose failed; did not receive hemostasis, caused leg hematoma on patient's left groin. Manufacturer response for starclose, (brand not provided) (per site reporter): device was picked up by rep.